Event description:
During insertion, the iab became "stuck" in the super arrowflex sheath. The assembly was exchanged. There were no reported patient complications.

Event description:
It was reported that during insertion, the iab became "stuck" in the super arrowflexs sheath. The assembly was exchanged. There were no reported patient complications.